Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, while physically examining the device, a dent was confirmed in the connector component. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was losing its image during procedure preparation. According to the initial reporter, the intended procedure was completed using a different camera head. There was no patient harm or consequence reported as a result of this event. Following the completion of the procedure, the staff were examining the device and noticed a missing component in the appearance of the video connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and it was determined that the presence of inclusions in the connector contact area (smudge in the connector) plus the lack of rinsing in the reprocessing could have likely caused a temporary communication failure resulting to a temporary loss of image display. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿when using this product for the first time, perform reprocessing according to the "instruction manual cleaning, disinfection, and sterilization" on the cover. After use, repeat the process in accordance with "handling instructions for cleaning/disinfection/sterilization" and store it. If the re-process is insufficient or incomplete or storage is inadequate, infection, device breakage, this may cause a decrease in function.¿ olympus will continue to monitor field performance for this device.